Manufacturer narrative:
(B)(4). D10. Unk continuum elevated rim liner, size gg item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left hip procedure on an unknown date. Subsequently, underwent a revision due to pain with concern for infection. A routine washout was performed with exchange of the polyethylene liner and femoral head, and tissue samples were obtained for evaluation of possible infection. The patient had reported anterior hip pain prior to the procedure. Visual inspection of the removed components noted a 32 mm ceramic femoral head with -3.5 mm neck length and an elevated rim polyethylene liner (size gg). Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Based on the images, the product appears to have been used and shows visible marking consistent with metal transfer. However, as the reported complaint is related to an infection, no further assessment regarding the product condition can be made. Radiographs were provided and reviewed and not submitted to radiology for review as complaint is for infection which is not clearly visible on a single plain film xray. Sending the image would not enhance the investigation. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made, and no further information has been provided